Event description:
The vapr device footplate was activated when the device was on the mayo stand while it was not in use. The heat caused a smoldering of the towel to occur. No harm to staff, or the patient ensued.